Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Phone number: (B)(6). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent an expedium spinal fusion surgery. During the surgery, having difficulties to inserting the flex clip instrument on top of the screw. Surgeon used a hammer to insert it and breaks the instrument. Surgeon removed the instrument and surgery completed without delay. There were no patient consequences are reported. Concomitant device reported: unknown hammer (part# unknown, lot# unknown, quantity unknown ); unknown screws(part# unknown, lot# unknown, quantity unknown ). This complaint involves one (1) device. This report is for (1) approximator flex-clip. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the approximator flex-clip (p/n: 279712570, lot #: nw164205) was returned and received at us cq. Upon visual inspection, it was observed that the flexible clip component was broken at the connector. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the approximator flex-clip (p/n: 279712570, lot #: nw164205). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw164205 was released in a single batch. Batch1: lot qty of (B)(4) units were released on aug 28, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.